Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted during a revision procedure as removal difficulty was encountered. This lead was also noted to have exhibited helix retraction issue. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: this lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix and stretched coils at approx. 550 mm from the terminal end. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted during a revision procedure as removal difficulty was encountered. This lead was also noted to have exhibited helix retraction issue. The lead returned for analysis. No additional adverse patient effects were reported.